Manufacturer narrative:
The customer questioned the results based upon confirmatory testing in manual gel. No erroneous results were reported by the customer. No death or serious injury was reported by the customer. Field engineer (fe) verified the customer complaint on site and re-created the reader reference image. The fe had the customer perform several blood screen tests to confirm satisfactory operation. This repair has returned the instrument to its expected functional performance. Depending on the specific antibody, a false negative antibody screen could occur leading to the inadvertent transfusion of incompatible blood. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
Customer reported that while performing an antibody screen test on the provue analyzer, the analyzer interpreted a 1+ reaction as negative. No death or serious injury occurred. No erroneous results were reported out of the laboratory.